Event description:
Contact reported that the inner saddle of the polyaxial screw pushed out of position during screw insertion. The screw was removed and replaced with another. This resulted in a delay to the case that was reported to be in excess of 30-min. The situation did not result in any adverse patient outcome.

Manufacturer narrative:
Visual examination confirmed the inner saddle had been properly swaged. It appears that the force applied by the user to the implant during insertion was enough to overcome the swage. No anomalies were found.